Event description:
The facility reports that the incident happened so fast that she cannot recall any details of how it exactly happened. Her main focus was on the resident care. She feels the resident may have tried to move when she was putting on her shoes - or shifted around. After giving resident her bath, the bath lift was removed from the tub and placed on the right side of the tub, approx 2 feet away from the tub, towards the wall. Brakes were on. The resident was wearing the seat belt and was being assisted in dressing. While pulling the resident's pants up, the caregiver noticed that the resident was coming towards her "in a standing position". The caregiver asked the resident what she was doing and stood up and looked. At that time she realized that the lift and resident were coming down toward her. The caregiver tried to prevent the resident from injury by holding the chair and letting it slide down her legs. The caregiver laid the chair slowly down and removed the alenti armrest, then the safety strap as calmly as she could so as to not startle the resident. The resident was covered with towels and the caregiver opened the door to alert others for assistance in helping her get the resident and chair upright and used a sling lift to transfer the resident to a wheelchair. Caregiver suffered pain in arms/neck.

Manufacturer narrative:
An arjo investigator has examined the device and found it in excellent condition with no faults. It has been attempted to re-create the situation at site, but without success. The below description of a probable cause of the incident is based on internal ahe trials/tests to re-create the event with an identical product: most likely the following has happened; the lift was taken out of the bath in a high elevation position and parked with the brakes on in this same high, elevated position. This is not explicitly stated in the incident description, but neither is it stated that the lift was lowered after removal from tub. This is also substantiated by the fact that it is impossible to have the lift turn over in a lowered position. The bar in front of the patient is probably folded back which is probable when the caregiver is helping the patient to pull up her trousers. The safety belt might be loosened (but still buckled) to facilitate the undressing. These three circumstances will enable the patient to make a sudden move forward which could (although not likely) make the lift turn over. The patient may also have grabbed the caregiver when she "stood up and looked." Internal trials revealed that this could happen in the highest position under the above mentioned circumstances. However, the trial also revealed that; - the movement forward must be very forceful, almost violent - the event could not be recreated by a person weighing approximately the same as the patient involved in this case. Most likely the root cause of this event is that the lift is left in a high-elevated position and the bar in front of the patient is probably folded back. This is a user error. The intended use of the device is not to facilitate dressing.